Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues as the device was not cycling; therefore, a replacement surgery was scheduled. There were no patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues as the device was not cycling; therefore, a revision surgery was performed to remove and replace cylinders and pump. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).